Manufacturer narrative:
Event date: unknown. This report is for 1 unknown plate/unknown lot. Device has not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery was performed on (B)(6) 2014 due to nonunion which was confirmed via an x-ray on a routine visit, on an unknown date. The patient was originally treated for a left proximal tibia fracture on (B)(6) 2014 with a plate and an unknown amount of screws. During the revision two 3.5 millimeter cortex screws and one 3.5 millimeter locking screw that were located distal to the fracture were replaced but no product issues were noted, the plate remains in the patient. As the surgeon was replacing the screws, it was noticed that the patient had pus in the wound; the patient was treated with antibiotics. The procedure was completed successfully with no surgical delay. This report is for one unknown plate. This is report 1 of 3 for (B)(4).